Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent grafting procedure using prostyle devices. Pre-placement of the first prostyle suture at the 11 o'clock was successful. However, when attempting to pre-place the second prostyle suture at the 1 o'clock position, no suture was present when the plunger was withdrawn. The suture of a new prostyle suture was successfully pre-placed. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed first and third prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.